Event description:
It was reported that during an emergent stent procedure, a significant delay occurred due to a missing device. The area of treatment was in the right kidney. The physician introduced another manufacturer's stent, and upon removal of the 7f sheath, he noted a serious bleed through the sheath. The patient had chronic hypertension. The physician needed to treat the bleed with urgency and chose to deploy a coil. The physician attempted to push the platinum fibered complex helical 2 x 20mm coil through the introducer and felt something was wrong. He checked the screen and could not visualize the coil. The staff also checked all other devices, the table, the linens and could not find the missing coil. Fortunately, the patient's blood pressure dropped and the patient was stable. As no coil was ever found, it was determined that there was no coil in the device initially. There were no patient complications, and the procedure was successfully completed with another device. It was noted that this device was used after the expiration date.